Manufacturer narrative:
Testing and investigation found that the device powered on with a whitescreen error and displayed "hw watchdog error (unexpected watchdog reset)" and the device sounded an audible alarm from the secondary speaker. This was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a report of a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a whitescreen error. No additional information was provided.